Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the device would not turn on due to malfunction of power supply. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Multiple good faith efforts were made to obtain additional information regarding resolution, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device would not turn on.